Event description:
It was reported that a lead migrated so that the tines were all below the sacral plate and the wire was broken off above that. The implant was removed and the patient needed a low back MRI. No symptoms were reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).